Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Follow-up with the customer revealed their sealing procedure as follows: we seal with sealer the male and female tubes (because all the rollers and tube caps can not be inserted into freezing cassette), but keep enough tube length for further connection with tscd. The occlusive plug is always attached, we do not use it during the process. The customer was advised that the sealing technique used was against the current instructions for use (product insert) that states: "using a dielectric sealer, heat-seal the tubing as close to the container as possible." This is the first complaint of this nature reported for this product lot. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.